Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 20, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The lens module and cartridge were found detached from the handpiece. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge, lens module, and on the handpiece, indicating that an excessive amount of ovd may have been used. No damage to the cartridge, lens module, handpiece, or plunger rod was observed. The lens was visually inspected revealing damage, and an edge chip. No further issues were identified. No further evaluation was performed. The complaint issue "iol torn" and "stuck in cartridge" were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was not functioning properly, as the plunger was stuck. The physician attempted to deploy the iol multiple times, but it came out torn and it was ultimately removed from the patient's eye. A replacement iol was implanted. Through follow-up, we learned that no additional medical intervention was performed. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.